Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it exhibited oversensing of noisy signals during the procedure. The health care professional (hcp) used a different programmer, but the noise was still present, and after connecting the pacing system analyzer (psa) cables to the right ventricular (rv) lead, no noise was detected, indicating that it was only present in the ra lead. The cause of the noise is unknown at this time, and it could not be eliminated after further troubleshooting. A different lead was used, and the procedure was completed successfully. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. Follow up report 1: patient identifier number was added.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it exhibited oversensing of noisy signals during the procedure. The health care professional (hcp) used a different programmer, but the noise was still present, and after connecting the pacing system analyzer (psa) cables to the right ventricular (rv) lead, no noise was detected, indicating that it was only present in the ra lead. The cause of the noise is unknown at this time, and it could not be eliminated after further troubleshooting. A different lead was used, and the procedure was completed successfully. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis. Additional information was received. The representative believes this lead was discarded by the hospital. The device is no longer expected to be returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it exhibited oversensing of noisy signals during the procedure. The health care professional (hcp) used a different programmer, but the noise was still present, and after connecting the pacing system analyzer (psa) cables to the right ventricular (rv) lead, no noise was detected, indicating that it was only present in the ra lead. The cause of the noise is unknown at this time, and it could not be eliminated after further troubleshooting. A different lead was used, and the procedure was completed successfully. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The complete lead was returned intact. The helix was retracted and dried body fluid was noted in the helix housing. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Follow up report 1: patient identifier number was added.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it exhibited oversensing of noisy signals during the procedure. The health care professional (hcp) used a different programmer, but the noise was still present, and after connecting the pacing system analyzer (psa) cables to the right ventricular (rv) lead, no noise was detected, indicating that it was only present in the ra lead. The cause of the noise is unknown at this time, and it could not be eliminated after further troubleshooting. A different lead was used, and the procedure was completed successfully. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis. Additional information was received. The representative believes this lead was discarded by the hospital. The device is no longer expected to be returned for analysis. Additional information was received indicating that this lead is expected to be returned for analysis. The lead was returned for analysis.